Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, follow up CT showed an increase in the aneurysmal sac size leading to rapid expansion and abdominal pain secondary to tender aneurysm. A possible type ib or type iii endoleak was suspected despite satisfactory surveillance. Intervention was completed. A secondary evar procedure with right limb relining, limb extension and iia embolization was performed. The cause of the endoleak and aneurysm expansion is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported that intraoperative imaging performed did not show the endoleak seen on CT that led to the sac expansion. No type ib endoleak was seen at the time of the intervention. From the pre-operative CT scan it was diagnosed as a type iii from the right limb on initial reporting, with reporting that , it was unclear whether it was either type 1b, type 2 or type 3. It was reported the stent grafts associated with the endoleak are the endurant bifurcate and ipsilateral limb 16 16 124 . During the intervention procedure, two endurant limbs were placed as well as a embolic vascular plug. For a cause of the endoleak, the physician reports, it is possible this was a type ib endoleak , but this was not seen on the intraoperative imaging. That suggests a type 3 leak from graft module separation or tearing. It was confirmed the endoleak resolved with the intervention, the sac size is stable and the patient asymptomatic. Section d information references the main component of the system. Other relevant devices are: etlw1616c124ee, s/n: (B)(6), use by date: 2021-01-22; upn (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported aneurysm enlargement and endoleak were likely confirmed on the films provided; however, the cause and subtype of endoleak could not be fully determined. Selective angiograms, including endoleak interrogation was partially performed and only one view point a-p was seen on the angiograms, which did not permit a more comprehensive analysis of the endoleak source/cause. A type ib endoleak seems unlikely as there appeared to be adequate bilateral distal radial marginal seal. There was appreciable calcification in the area where the contrast leakage was observed. This could have been a type iiib fabric endoleak , possibly coming from a suture hole or a very small fabric tear leading to a likely slow flow contrast leakage. This could have explained why there was no obvious contrast leakage observed in the angiograms performed during the intervention. There was several patent collateral vessels observed on the images, so the presence of a concomitant type ii endoleak cannot be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.